Event description:
During pta to the superficial femoral artery (right or left: unknown), the balloon ruptured at four atmospheres. There was no information available regarding the vessel characteristics. The product was advanced to the lesion over the guidewire through the sheath introducer, and the balloon was inflated using an indeflator, however, the balloon ruptured at four atmospheres. Therefore, it was withdrawn from the patient, and another balloon catheter (submarine, 2mm/getz bros) was used to successfully complete the brocedure. There was no report of any adverse effects to the patient. As per the reporting affiliate, no additional patient or procedural information is available. The product has been returned for evaluation and testing, however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.